Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that during equipment testing for a planned transesophageal echocardiography (tee) study, the ultrasound system displayed a usacquisitionhw _0 error message. The reported phenomenon occurred when the transducer was connected to the system. The transducer was replaced to continue and complete the tee. There was a short delay while the replacement transducer was obtained. The study was not repeated since it has not yet started. There was no patient or user injury reported with the initial or the replacement transducer. No additional information was provided.